Event description:
A malfunction alarm was reported, identified by malfunction code malf 12 in the customer's device. The alarm was notable, but there was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and this resolved the issue, allowing the customer to continue using the device without further malfunction occurrences. The customer acknowledged the instructions to contact support again if the issue recurs.